Event description:
According to the reporter, during a procedure, when the surgeon went to use the device for a laparoscopic approach, the patch broke "like crunching toast". They switched to a new lot but it had the same issue. They instead used a new device from a different manufacturer. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation six devices. The visual inspection of the returned product noted that each product was received in fragments. Each product was observed to be brittle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.